Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study and manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of lioresal at 419.1 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2017, it was reported it was reported that the patient's pump had experienced a motor stall following an MRI on (B)(6) 2017 at 10:05. According to the pump logs, the pump reached "stopped pump may exceed tube set" state on (B)(6) 2017 at 10:05. The motor stall recovered on (B)(6) 2017 at 15:51 when the pump was interrogated for a refill on that date. A volume discrepancy was noted at the refill, 2.4 ml was expected, but 3 ml were aspirated. According to the hcp, the patient's pump was not checked due to the distance for the patient to travel. It was also reported that the pump started alarming after the pump was interrogated. No symptoms were reported. Additional information was received on (B)(6) 2017 from the manufacturer's representative. It was confirmed that the MRI occurred the same day that the motor stall occurred. Additionally, it was reported that logs were checked to troubleshoot for the cause of the pump alarm occurring after the first interrogation. The pump recovery which occurred on (B)(6) 2017 was noted as being the cause for the alarm. The alarm and the motor stall were considered resolved without sequelae on (B)(6) 2017. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.